Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power of the compact air drive device was insufficient/low. It was determined that the device had a component damage, unexpected noise and an air leak. It was further determined that the insufficient power supplied by the device caused it to run slow, and/or with lower energy. That also applied to the low rotational speed of handpiece device. It was further determined that the device failed pretest for general condition, check for noticeable untrue running, check for noticeable noise, check power with power test bench, check starting behavior and check for air leak. It was noted in the service order that the device would not operate at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.